Event description:
Pt presented for purpose of undergoing a cervical spinal fusion. Dr performed an anterior cervical fusion after removal of herniated discs. Two structural grafts were fashioned and placed in the emptied disk spaces. An anterior cervical plate was placed extending from c5-c7. The screws were placed under fluoroscopic guidance without difficulty. C-spine film revealed screwpullout. Pt returned with complaints of swallowing. 11:00 am surgery began. The left c5 screw was noted to be proud about 4mm. It was found to be tight and required removal by a screw driver. The set screw were also tight and required use of a screwdriver for its removal. A 14mm long rescue screw was used to resecure the plate. While excellent purchase was obtained with the screw, the screw remained 1mm proud. For this reason and after reveiwing a lateral fluoroscopic image revealing the screw to be proud, a decision was made to remove the plate. All screws and plate were removed without incident.